Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, one (1) year post-implantation, the patient underwent an additional surgery to resurface the native patella due to infection. A patellar component was implanted and all initial devices remained intact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#66112837; articular surface medial congruent (mc) left 12 mm height: catalog#42512100512, lot#65986098; copal g + c bone cement: catalog#66041214, lot#66541282. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. During the procedure, a patellar resurfacing was also performed. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additionally, females have an inherent risk. Resurfacing the patella during an initial total knee arthroplasty is performed based upon patient need and surgeon discretion. As osteoarthritis progresses, a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to resurface the patella and implant a patellar button/implant to alleviate symptoms. The root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent an additional surgery to resurface the native patella due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.